Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too large'. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to information received in the service report, replacement of the air gas module and nozzle unit of the o2 gas module resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician last preventive maintenance was performed in august 2025, which is sooner then a year, or every 5000 hours of operation. Nozzle unit was found physically damaged, which was confirmed during communication with the technician. The defective part was not returned for investigation, despite request. The device's logs were not provided for further analysis. Our conclusion is that the replaced parts were the causes of the failure.

Event description:
Manufacturer's ref. #: (B)(4).